Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting consumer did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures in january, she has been experiencing extreme halos and glare when driving at night and on cloudy days. It is now to the point where she can no longer drive at night. Additional information was provided by the consumer that she has blepharitis now and uses drops that are helping. There are two medical device reports associated with this patient. This report is associated with the left eye.